Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) powered off on its own" was confirmed during the functional testing. The root cause was due to the defective processor board (pca), most likely as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in january 2011, and it is over 9 years old, well beyond its expected service life of 5 years. Upon visual inspection, the front enclosure and top cover were observed cracked, and the battery lock was slightly bent. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of normal wear and tear and/or user mishandling. The top cover and the front enclosure will be replaced, and the battery lock will be adjusted and/or replaced to remedy the observed issues. A review of the autopulse platform archive was performed, and it showed occurrences of the following error messages: fault code 30 (error communicating with fan controller), fault code 27 (encoder fault (> 3000 rpm)), user advisory (ua) 20 (position out of range), and ua17 (max motor on time exceeded during active operation). The above-mentioned error messages are unrelated to the reported complaint and were cleared by the user. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per auto pulse user advisory list, fault code 30 error message alerts the operator that there is a communication error between the power distribution board and the fan controller. This typically occurs if there is an internal component error or malfunction. If there is no internal component failure detected, this error message can be cleared when the user press restart. Per auto pulse user advisory list, fault code 27 error message alerts the operator that the driveshaft is rotating too fast at a speed higher than 1000 rpm. This typically occurs if the lifeband is being pulled up on too sharply or due to an internal component error and/or defective encoder. If there is no internal component failure detected, this error message can be cleared when the user press restart. Per auto pulse user advisory list, user advisory 20 alerts when the drive shaft is not within the specified range of positions. This typically occurs if the autopulse attempted to perform compressions with a cut lifeband installed which allowed the drive shaft to rotate out of operating range. Also, this error message can be triggered due to an internal component error or malfunction. This error message can be cleared by returning the drive shaft to home position using the administrative menu. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The platform failed the initial functional testing due to user advisory (ua) 17 (max motor on time exceeded during active operation), unrelated to the reported complaint. The root cause for the ua17 was due to the drivetrain motor brake gap was out of specifications, likely attributed to normal wear and tear. The brake gap was adjusted to manufacturing specifications to remedy the fault. During the functional testing, when the platform was tilted and/or vibration was applied, the autopulse would power off; thus, confirming the reported complaint. Investigation findings revealed that the root cause was due to the defective processor board (pca). In addition, the lcd screen backlight did not light up during testing, unrelated to the reported complaint. The root cause was determined to be due to the defective processor board, which will be replaced to remedy the unexpected device shutdowns and the lcd screen backlight issue. During further functional testing, the load cell characterization test indicated that the load cell module 2 value was over-reported. The defective load cell module 2 will be replaced to remedy the fault. Awaiting customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform system (sn: (B)(4)) powered off on its own. No further information was provided. No patient involvement.